Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
A cryoablation procedure was performed in (B)(6) using the arctic front catheter and flexcath steerable sheath (catheter introducer). After two cryo applications in each vein, the arctic front catheter was removed and a circular mapping catheter was used to verify vein isolation. It was found that not all the veins were isolated. The physician then removed the mapping catheter, aspirated and flushed and inserted the arctic front catheter again. During the next cryo application in the ripv, it was noted that there was significant st segment changes in the patient's ECG. The patient's cardiac rhythm then deteriorated into polymorphic vt and then to ventricular fibrillation. The cryoablation was stopped at 194 seconds and a cardiac arrest was called. Cardiac compressions were started and a total of four external defibrillations were administered before the patient's rhythm returned to sinus. The patient was reported to recover well post procedure.